Event description:
It was reported there was blood in the device header causing oversensing. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.evaluation summary: no anomalies were found; grommet damage was noted.